Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a ureteroscopy procedure on (B)(6) 2012. According to the complainant, after unpacking the uromax dilatation balloon they tested the balloon before inserting it through the ureterorenoscope. During the test, the physician realized that the balloon has a hole and it is not possible to inflate the balloon. The physician completed the case with another uromax balloon and the patient's condition at the conclusion of the procedure was reported to be "stable." The event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction of catheter shaft kinked.

Manufacturer narrative:
(B)(6). Section f block 10: (B)(4). A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual evaluation of the returned device revealed that the balloon material was creased and there was liquid present inside. A visual and tactile examination of the shaft of the device noted that it was kinked at 185mm, 200mm, 384mm and 666mm distal to the strain relief. A microscopic examination of the balloon material noted a pinhole located approximately 20mm proximal to the distal transition zone. The root cause classification of this investigation is handling damage.